Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: the last basal delivery was on (B)(6) 2017. A replace battery alarm occurred on (B)(6) 2017 at 09:25; deliveries resumed on (B)(6) 2017 at 14:35. A replace battery alarm occurred on (B)(6) 2017 at 04:14; deliveries resumed at 05:40. The black box showed partially discharged batteries being installed resulting in the low battery warnings and replace battery alarms. The battery compartment was cracked on the side from the threads to the cover. Corrosion was observed in the battery compartment. No damage was found to the returned battery cap. The cartridge compartment was damaged at the threads. The pump was unable to power up using the returned battery cap or a test cap; the pump had no audible tones and no vibration, with a blank display screen. The pump failed a leak test due to a battery compartment leak and a cartridge compartment leak. The pump cover was removed; no further evidence of moisture damage was found internal to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced blood glucose readings between 350-400 mg/dl with symptoms of extreme thirst and excess urination. Allegedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. At the same time, the reporter stated that the battery compartment was cracked and the battery life was shorter than usual. The reporter could not confirm the short battery life in the history. There was no indication that the pump lost power as the result of the cracked compartment; the cap was said to be undamaged. This complaint is being reported because of the alleged hyperglycemia associated with an alleged short battery life.